Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainer, patient experienced tmj since they have been in the retainers. Their back teeth do not touch when their teeth are together in a resting state. It is much worse on the right side.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.